Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the caller reported that 10 days ago the patient was having terrific pain on their left side that goes around on their back, and mentioned that the doctor had done ultrasound, and x-ray and both didn't show anything. They added that the patient was scheduled to have a CT scan. The caller stated that they turned the pain stimulator off and they had relief, then last night they turned off the bladder ins and they still had the pain but it's 90% eliminated. The caller also stated that the patient was on chronic pain medicine and constant discomfort due to constipation, then 2 weeks ago the pain got so severe that they could hardly move without increasing the pain medication, and they went to a doctor where they ordered the scanning. The caller mentioned that they had went to the doctor and the lead from the bladder implant was confirmed to be not compromised. The agent recommended for them to just continue to have the ins off while waiting for the results from the scanning procedure. The agent redirected the patient to spinal cord stimulation team. Agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.